Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported elevated blood glucose due to bent infusion cannulas. This first began 2 months prior to report and continued until patient switched to a different type of infusion set 2 weeks later. This was first noticed in the morning during her normal blood glucose test. Blood glucose readings ranged from 376-391 mg/dl, and target blood glucose is 110-150 mg/dl. Patient delivered insulin as a correction for hyperglycemia. If her blood glucose did not decrease, she would remove the infusion headset. The cannula was often out of her body, bent, and stuck to the adhesive. Patient had a little pain during insertion but this was not abnormal. This occurred 2-3 times in a 2 week period. Patient could smell insulin but she did not notice any leaks. Patient also reported the infusion set left a rash, bruise, and a small bump when the headset was removed. The headset was inserted using the insertion device. Patient was sent replacement infusion sets. And alleged infusion sets were discarded and not requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue.